Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl, and his blood glucose was treated with an insulin drip. It was stated that the customer did contact his health care provider and had a back up plan. It was mentioned that the paramedics were called due to his high blood glucose. The nurse stated that the customer believes his device has not been functioning. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.